Manufacturer narrative:
Event date: month and year only valid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician wanted to treat the patient for a right lower extremity angiogram with possible intervention. Post atherectomy and during removal of spiderfx the filter portion of the device was reported to have become detached inside the patient's left groin. Attempts were made to remove the spider using a non-medtronic support catheter but these were unsuccessful. Another attempt was made to remove it via the sheath but, due to the amount of debris in the filter, this was not possible. The basket portion of the spider was seen to be free-floating within the right common femoral artery. A snare was then used but this only succeeded in trapping some of the filter. The physician decided to send the patient to the or to remove the remaining portion of the filter. Patient remained hemodynamically stable throughout. The device was successfully removed from the patient in 2 pieces.

Manufacturer narrative:
Image review: four of the images are procedural cine images and the fifth image is of the surgery recovered device. Image one is of the spiderfx embolic protection device in the patient¿s right femoral artery. The basket appears to be filled with debris. Image two is of an attempt to recover the spiderfx from the patient¿s right femoral artery. Either a support catheter or sheath is being used in the attempted recovery. Image three is of the spider fx in the patient¿s left femoral artery. Image four is of the targeted vessel anatomy prior to treatment. Image five is of the recovered spiderfx distal assembly recovered in two pieces surgically. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: the atherectomy device was a hawkone m. There was no allegation of a product complaint against the hawkone m. The patient is reported to be in good standing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.